Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report

Event description:
It was reported to vyaire medical that the avea ii ventilator was presenting circuit disconnect and circuit occlusion, no volume is being delivered to patient as well. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. It was determined that the site had too much moisture in the patient circuit which caused circuit occlusion alarms. The devices were given time to dry out and passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.